Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the cartridge and infusion set tubing. The customer's blood glucose (bg) level was 300 mg/dl and the customer reverted to using insulin injections to address the bg level and to manage diabetes. A pump system check was performed using the current supplies on the pump and the occlusion was found to be within the infusion set tubing. Reportedly, the customer had been using apidra insulin in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the pump.